Event description:
It was reported that bd micro-fine plus¿ pen needle was difficult to prime. This was discovered before use. The following information was provided by the initial reporter: during air purge, drug was hard to come out.

Manufacturer narrative:
One open 32g x 4mm pen needle sample and two photos were returned from lot. No. 8304706, cat. No. 320136. A clog test was carried out as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine plus¿ pen needle was difficult to prime. This was discovered before use. The following information was provided by the initial reporter: during air purge, drug was hard to come out.